Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two model 3186 leads from the same lot. It was reported that the patient had a system explant due to the need to have an MRI. The patient reported not having that much relief from her scs system and that the system helped her in the beginning but them became ineffective; the patient declined reprogramming by an sjm representative. Patient's entire scs system was explanted on (B)(6) 2014.